Event description:
It was reported that during a routine device exchange for normal battery depletion, the right ventricular (rv) lead was unable to be removed from the header. The set screw was removed, but the rv lead remained stuck in the header. The physician had to break the header to remove the lead. The device was successfully replaced, and the patient was in stable condition.